Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found signs of repeated use and the impactor pad has fractured. Device was submitted for further analysis. Analysis determined the features of the fracture surface and mode indicate overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor broke while being used in surgery.